Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: event year is reported as 2022; however exact date of event of plate cracking is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that the primary surgery was performed on (B)(6) 2022 via owhto for osteoarthritis of the knee for tibia. On an unknown date in december 2022 during patient's regular visit to the hospital, it was confirmed by x-ray that there was a crack in d hole of the plate. The patient had no pain and the surgeon determined that the position of the bone was fine, so the patient was placed on observation. The removal surgery was performed on (B)(6) 2023 because the bone fusion was observed. This report captures the primary surgery and the crack confirmed on x-ray in (B)(6) 2022 while the related complaint (B)(4) reports the removal surgery and the crack confirmed on removed plate. This report is for one (1) ti tomofix medial high tib pl rt/anat/4 holes/112mm/ster. This is report 1 of 1 for complaint (B)(4).